Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the swg (spring wire guide) could not pass through the ars (syringe) and bent when tried to insert further.

Manufacturer narrative:
(B)(4). The customer returned one spring-wire guide assembly for evaluation. The spring-wire guide was found to be kinked at the distal tip and near the large black band on the body. No coil offset was observed. The ars was not returned for evaluation. The length and outer diameter of the spring-wire guide were measured and were found to be within specification. A manual tug test was performed to confirm both welds were intact. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this kit provides instructions on how to advance the spring-wire guide through the ars. The customer reported issue of the spring-wire guide becoming kinked during interaction with the ars was confirmed during the sample investigation. The distal end and body of the spring-wire guide were found to be kinked during visual inspection. Dimensional inspection was performed on the spring-wire guide and no issues were identified. The ars could not be inspected as it was not returned for evaluation. The probable cause of this issue could not be determined as a complete sample was not returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges the swg (spring wire guide) could not pass through the ars (syringe) and bent when tried to insert further.